Event description:
It was reported that the patient's right ventricular (rv) lead threshold increased to greater than 2.50 v at 0.40 ms from 1.37 v at 0.40 ms. The lead remains in use. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.